Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had issues with lost sensor alerts. The customer was sent new sensors. The customer sent the product back for analysis.

Manufacturer narrative:
The pump passed the displacement and self tests. No unexpected radio frequency error alarms noted. The pump communicated properly with the minilink transmitter sensor and glucose sensor simulator. No unexpected lost sensor alarms noted during testing. The pump had a cracked case at the display window corner.